Event description:
It was reported to philips that the host pc did not start up, which would prevent the whole system from booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. Upon troubleshooting actions, fse identified the hard disk of the host pc was damaged, preventing the software from being read. The fse proceeded to replace the hard disk and reinstall the software. After replacement, the system was returned to use in good working order.